Event description:
Acct. Reports that the injection cap loosened and became separated from an arterial line on a pediatric pt and caused some bleeeding. No transfusion was required and the pt recovered fully. No sample available.